Manufacturer narrative:
Complaint (B)(4). Received 6pcs of 454334/b221136l for evaluation. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw and additive volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The alleged malfunction is not duplicated. Corrected data: h3: samples received; h6: type of investigation, investigation findings, investigation conclusion; h10: manufacturer narrative.

Event description:
The customer advised the tubes will not fill completely and underfilled to half full. The customer reported they had not experienced concerns with the tubes prior, but now multiple users in their phlebotomy and nursing departments experienced the underfilled tubes.the vacuum in the tube is not allowing it to fill to the arrow. This is occurring when drawn by phlebotomist using straight needles and butterflies and during nurse draws using ombination of all. A discard tube is drawn before drawing coags using a butterfly. Proper procedure is being followed for collections. Issues have not been seen with other lot numbers when drawn by these same nurses and phlebotomist.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.